Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: separated guide wire tip remains in pt. Device issue: guide wire separation. It was reported that the device was being used in a heavily calcified tibial artery. The tip separated and was lost in pt. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that guide wire tip separation can occur when the tip is subjected to tensile or torsional loads beyond its design limits. A guide wire being over pulled or over torqued typically requires the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire. It is possible that the tip became caught in the artery, and attempts to remove the guide wire in this state exceeded design limits and led to the separation; however, without the return of the guide wire, a thorough analysis could not be performed. A definite cause could not be determined.